Event description:
The lay user / patient contacted lfs in 2009 alleging that her one touch ultramini meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information: the patient first noticed the power issue on the meter sometime the same day. At an unspecified time later the next day, the patient felt tired. The patient did not treat themselves do to the symptoms. Sometime after the patient went and visited their physician and was treated with an increased dosage of insulin. The patient mentioned that the meter would not power on by pressing the power button. This was not the first time the patient was using the meter. Customer care advocate (cca) was unable to further troubleshoot, since the patient did not have anymore test strips. Products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, reading on the physician's meter, what type of insulin she was treated with, and how long symptoms lasted. The complaint is being reported since the patient was unable to test on their meter due to the power issue and at an unspecified time later was treated with an increased dosage of insulin by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.